Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The device was replaced at the time of this issue. The ventilator was returned to the manufacturer for evaluation, but the customer¿s complaint was not confirmed on the device. During the evaluation of the device at the manufacturer's service center, a system error regarding the speaker was found in the downloaded error logs. The device's speaker was replaced to address the issue.